Event description:
It was reported that the zimmer air dermatome ii did not pull the graft through the device very well and the surgeon had to harvest another graft. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.